Event description:
The pt experienced a loss of therapeutic effect on left side of body (right device). The impedance measurements were greater than 2,000 ohms on all of the unipolar pairs. Further info has been requested.

Manufacturer narrative:
(B)(4).